Event description:
It was reported that implant was removed due to bone loss, site 4. Patient came in to get abutment placed. Insufficient bone/stability found around implant. Patient will have implant replaced. Site grafted with implant placement. Noted inflammation and edema.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k113753, k112160.